Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a battery out limit. The patient's blood glucose at the time of incident is unknown. The customer was unable to clear the battery out limit alarm because the required button is nonfunctional. The customer's mother confirmed that the pump was not dropped, bumped, or exposed to moisture. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with unresponsive up button due to corroded keypad traces. No button error alarm during our testing. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.